Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that during deployment of the iliac stent graft, half the deployment ring detached from the delivery system. The remainder of the stent graft was successfully deployed using the other half of the ring. No clinical sequetae were reported and the pt is fine.